Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's battery "has a red x during test." There was no patient involvement.

Event description:
It was reported to philips that the device's battery "has a red x during test." There was no patient involvement. One processor pca was returned for failure analysis. The reported customer issue was not duplicated in the lab. However, prior events, indicated in the log files, did correspond to the customer complaint. The som pca had a wlfs error.